Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient record from the event and confirmed that the device did lose power during the event; however, the cause of which could not be determined.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event involving a patient that their device powered off by itself and a service indicator appeared. &#1288;ere were no reports of any adverse effects to the patient as a result of the reported issue. &#911; further details about the patient or the event were provided.